Manufacturer narrative:
Findings: act and esc buttons did not respond due to corroded keypad traces. Pump received with minor scratched display window, missing reservoir tube o-ring, partially broken off reservoir tube lip, broken belt clips lot, missing end cap sticker, missing address/serial number label and broken off battery tube threads. However the test battery cap fit properly with battery tube threads.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.